Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify button keypad anomaly. Off no power alarm is due to blank display. Pump was received with minor scratches on display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the act button is not working on his insulin pump. He indicated that he was attempting a bolus but the battery went dead. He changed the battery and the insulin pump did not turn on. He also stated that he went swimming the day before however, he always swims with his pump on his body and has never experienced a problem before. Customer's blood glucose was 258 mg/dl the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.